Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No loud sound anomaly on motor during rewind noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer is experiencing the symptoms of stuffy nose. The customer was treated with pump and manual injections. After the trouble shooting was done, customer was advised to change entire set and insulin and treat. The customer stated she has changed the site location. The customer's mother stated that patient continue to have issues with his blood glucose. The customer's mother contacted the health care provider and was advised to changed basal rates. The customer's mother stated that they doesn't have any sets and reservoirs at this time. The customer was advised that the device would be replaced stating the is loud when the pump rewinds.